Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patient was unable to charge her ipg because it was turned at an angle and too deep inside her body. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was unable to charge her ipg because it was turned at an angle and too deep inside her body. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge her ipg because it was turned at an angle and too deep inside her body. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was unable to charge her ipg because it was turned at an angle and too deep inside her body. The patient will undergo an ipg revision procedure.